Event description:
Patient's father reported the patient was hospitalized with elevated ketones of 3.4% on saturday, (B)(6) 2013 due to the infusion device not delivering insulin. Father stated he patient received an e4 (occlusion) error message during the night and the patient woke up with this issue. Father reported he changed the infusion set cannula, tubing and insulin cartridge and then attempted to correct the elevated blood glucose and there was a lack of insulin with a bolus. Father stated the infusion device displayed an e4 again. Father reported the patient should not have received an e4 (occlusion) error message as they also changed the place of the infusion set needle every time they replace it. Father stated they also changed all of the infusion set parts before getting this concern again. Father reported the patient is probably not too thin for the needles. Father stated they had not changed the battery, but this should normally not be the problem causing an e4. Father reported the patient's blood glucose level before being taken to the hospital was in the 17-18 mmol/l (306-324 mg/dl) range. Father stated the patient was treated with insulin and a "drip" at the hospital on saturday morning and was sent home on sunday afternoon after about 36 hours in the hospital. Father reported the patient now has higher than normal blood glucose values and will remain home from school until they normalize. Patient's normal blood glucose range was not provided. No further information is available. Requested return of the alleged infusion device, adapter, battery, battery cover and infusion set for evaluation.

Manufacturer narrative:
Conclusion consumables: the complaint describing an occluded infusion set cannot be verified due to mishandling of the product by the customer. Pump: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result consumables: the used returned transfer set (lot unknown) and unused cannula were visually inspected and tested for flow and tightness. An occlusion with insulin was found behind the connector needle of the transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. Test results of the cannula were within specifications. Pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The history shows a few triggered e4 (occlusion) error message. The customer did not always solve the e4 error message correctly. Please refer always to the accu-chek spirit combo user guide chapter: "error e4: occlusion." The occlusion limits were tested successfully. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: on (B)(6) 2013, the pump was not always in run mode: 01:12 customer changed to stop mode during this time the pump delivered no insulin. 02:04 customer changed to run mode on (B)(6) 2013 15:07 the customer stopped using the pump. Adapter: the adapter passed the optical inspection. Consumables: the problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.